Event description:
Right marked bleed/implant rupture. A 30 year old white g3p3 female status post bilateral transaxillary subglandular 300cc gels (?type/MFR) 11/14/85 for augmentation. Pt has noted decrease in size no history of trauma and has same local discomforts. She complain of systemic problems including arthralgias/myalgias, dysethesias, fatigue, neurocognitive problems, rashes, gastroinstestinal problems, etc. Pt otherwise healthy, non-smoker. Examination positive for bilateral grade iii contractures with bilateral. Surgery 7/14/94 right marked bleed with minimal yellow/cloudy thin capsules with granulomatous changed noted- moderate histocytes weight 265gms.